Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid right coronary artery. The 3.5x48mm xience xpedition stent was implanted; however, there was a long distal edge dissection noted. The dissection was covered with a 3.5x15mm xience xpedition stent. There was no adverse patient sequela no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries.